Event description:
It was reported that, "pt has a gmrs proximal tibia and is infected. Requested implants for (B)(6) component exchange." It was further reported that the (B)(6) 2012 surgery was cancelled. Pt refused.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.